Event description:
Consumer reports inaccurate readings from bd test strips. Readings were 350, 110, 139. Analysis run using clarke error grid (mean average 200 as ref. Point) indicates 350 reading in -c zone of the grid, outside acceptable range. Possible malfunction.